Manufacturer narrative:
The reported field experience of a stripped atrial set screw was verified in the lab. Upon receipt, the atrial set screw was unable to engage with test leads because it was stripped with septum material inside. The septum material was removed from the device set screw, and an is-1 test lead was able to fully insert and secure into the device header. The atrial set screw anomaly was discovered during an unrelated procedure. This suggests the set screw anomaly is procedurally related and not a device malfunction.

Event description:
During an unrelated procedure, the device set screw was unable to be tightened. The device was explanted and replaced to resolve the event. The patient was in stable condition.